Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device is within specification, crease fold, white particles, deformation, and wear abrasion. Cloudiness and bubbles were observed in the gel after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional additionally reported "double capsule".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device has been explanted.